Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, the subject pacemaker was found in standby mode, with a pop-up message displayed on the programmer screen. The re-initialization was performed, but then diagnosis data could not be accessed. Reportedly, pacing at 70 min-1 was delivered at that time. After ending the session, the pacemaker was re-interrogated and the following pop-up message was displayed "pm re-initialization completed, re-interrogate the device." After following this instruction, the same message continued to appear and the interrogation of the pacemaker could not be completed. After interrogating the patient, the medical staff reported that the patient had general anesthesia 6 weeks ago for teeth removal. Reportedly, during the last follow-up performed on (B)(6) 2016, magnet rate was 94 min-1 and battery impedance was 3.34 kohms, with pacing outputs at 2.5v - 0.35ms. Preliminary analysis results showed that the reported behavior was most probably due to battery depletion. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. Reportedly, the pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
Pleaser refer to the attached analysis report.

Event description:
Reportedly, during a scheduled follow-up on 21 february 2017, the subject pacemaker was found in standby mode, with a pop-up message displayed on the programmer screen. The re-initialization was performed, but then diagnosis data could not be accessed. Reportedly, pacing at 70 min-1 was delivered at that time. After ending the session, the pacemaker was re-interrogated and the following pop-up message was displayed "pm re-initialization completed, re-interrogate the device". After following this instruction, the same message continued to appear and the interrogation of the pacemaker could not be completed. After interrogating the patient, the medical staff reported that the patient had general anesthesia 6 weeks ago for teeth removal. Reportedly, during the last follow-up performed on march 2016, magnet rate was 94 min-1 and battery impedance was 3.34 kohms, with pacing outputs at 2.5v - 0.35ms. Preliminary analysis results showed that the reported behavior was most probably due to battery depletion. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. Reportedly, the pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, the subject pacemaker was found in standby mode, with a pop-up message displayed on the programmer screen. The re-initialization was performed, but then diagnosis data could not be accessed. Reportedly, pacing at 70 min-1 was delivered at that time. After ending the session, the pacemaker was re-interrogated and the following pop-up message was displayed "pm re-initialization completed, re-interrogate the device". After following this instruction, the same message continued to appear and the interrogation of the pacemaker could not be completed. After interrogating the patient, the medical staff reported that the patient had general anesthesia 6 weeks ago for teeth removal. Reportedly, during the last follow-up performed on (B)(6) 2016, magnet rate was 94 min-1 and battery impedance was 3.34 kohms, with pacing outputs at 2.5v - 0.35ms. Preliminary analysis results showed that the reported behavior was most probably due to battery depletion. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. Reportedly, the pacemaker was explanted and will be returned for analysis.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, the subject pacemaker was found in standby mode, with a pop-up message displayed on the programmer screen. The re-initialization was performed, but then diagnosis data could not be accessed. Reportedly, pacing at 70 min-1 was delivered at that time. After ending the session, the pacemaker was re-interrogated and the following pop-up message was displayed "pm re-initialization completed, re-interrogate the device". After following this instruction, the same message continued to appear and the interrogation of the pacemaker could not be completed. After interrogating the patient, the medical staff reported that the patient had general anesthesia 6 weeks ago for teeth removal. Reportedly, during the last follow-up performed on (B)(6) 2016, magnet rate was 94 min-1 and battery impedance was 3.34 kohms, with pacing outputs at 2.5v - 0.35ms. Preliminary analysis results showed that the reported behavior was most probably due to battery depletion. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. Reportedly, the pacemaker was explanted and will be returned for analysis.